Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block required replacement to resolve the issue. The customer declined repair of the device, therefore the device was returned to the customer unrepaired. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.